Manufacturer narrative:
During prep it was noted that the delivery sheath was damaged. Analysis of the device shows that there was damage to the filter basket membrane. A non-sterile unit of angioguard was received inside of a plastic bag. Filter basket, torque device and delivery sheath were received. A 58 cm unzipped condition was observed on delivery sheath at 26 cm of distal tip and another of 15 cm was observed at 13 cm from proximal section. Filter basket was observed inside of delivery sheath. Functional analysis cannot be performed due to the condition device was received (unzipped condition) filter basket was deployed and inspected under vision system and wrinkles were observed on the membrane. Per lake region report (B)(4). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10325217. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿deployment (delivery) sheath/ damaged-prior to use¿ was confirmed due to device condition received. The exact cause of reported event as well as the unzipped and wrinkles conditions observed in the device, could not be conclusive determined; however, per analysis procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis or DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. The filter basket was left inside of the delivery sheath and shipped in that condition to the sterilization facility and then to the analysis lab. Upon removal it was noted that there were wrinkles on the filter basket membrane. This may be due to the extended time that the filter basket resided inside of the delivery sheath. Please note that the following reporter information: reporter name (the name of the person who first identified and reported the event). (B)(6).

Event description:
When a 6mm angioguard was opened and when the user used normal saline to flush it, the yellow part was found broken. Analysis shows damage to the filter basket membrane.

Manufacturer narrative:
Additional details of the procedure was provided and the previously submitted conclusion was updated. There are however no changes required to the previous method, result and conclusion codes. Complaint conclusion: the cc has been updated to reflect additional information. This does not change the previous outcome. During prep it was noted that the delivery sheath was damaged. The device was not used in the patient. The product was stored, handled, inspected and prepped according to the instructions for use. Analysis of the device shows that there was damage to the filter basket membrane. A non-sterile unit of angioguard was received inside of a plastic bag. Filter basket, torque device and delivery sheath were received. A 58 cm unzipped condition was observed on delivery sheath at 26 cm of distal tip and another of 15 cm was observed at 13 cm from proximal section. Filter basket was observed inside of delivery sheath. Functional analysis cannot be performed due to the condition device was received (unzipped condition). Filter basket was deployed and inspected under vision system and wrinkles were observed on the membrane. Per lake region report c 15242. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10325217. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as ¿deployment (delivery) sheath/ damaged-prior to use¿ was confirmed due to device condition received. The exact cause of reported event as well as the unzipped and wrinkles conditions observed in the device, could not be conclusive determined; however, per analysis procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis or DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. The filter basket was left inside of the delivery sheath and shipped in that condition to the sterilization facility and then to the analysis lab. Upon removal it was noted that there were wrinkles on the filter basket membrane. This may be due to the extended time that the filter basket resided inside of the delivery sheath.